Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to a zoll approved service provider. The customer's report was observed and attributed to the processor/bridge/pace board (pbp board). The pbp board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.